Manufacturer narrative:
Ous MDR. The analysis was able to show that the inner insulation of the lead body was damaged. However, no short circuits between the various plug potentials or deviations from the electrical specifications, in particular of the pacing impedance, could be measured, not even under pressure and changing mechanical load. The observed damage manifestation requires excessive pressure loads on the lead body over a longer period of time. The position of the ligature and the characteristics of the damaged structure of the inner insulation suggest an increased mechanical stress of the lead caused by the subclavian crush syndrome (i.e. The lead body getting jammed between clavicle and first mentioned body region were not available. The abrasion site at the lead body proximal to the ligature are probably due to friction at the ICD housing and/or friction with other leads as friction partners. The cuts in the lead body were with high probability caused by the explanation. The analysis showed no manufacturing error or material defect.

Event description:
Ous MDR. The sudden occurrence of impedance values outside the normal range (<200 0hm) was reported.